Event description:
The customer reported a leak from a sample probe collar wash on a unicel dxc 800 synchron system. The customer reports that the leak occurs when the sample probe is primed. The leak was contained to the instrument. The operator was wearing gloves and a lab coat at the time of the leak. There was no report of direct contact with leak or of injury in connection with the leak. There were no erroneous results generated due to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse primed the sample probe and observed fluid draining into the waste port caused by the collar wash vacuum valve. The fse replaced the collar wash vacuum valve. The fse primed the probe and ran quality control (qc) without any issue to verify that the instrument was working properly. No further leaks have been reported. (B)(4).